Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was electric shock to the user.

Manufacturer narrative:
Alleged failure: the rep was shocked, had another ccu last week that did the same to a nurse salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Possible root causes could be an electrosurgical generator or cautery pencil near the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was electric shock to the user.